Event description:
In 2004 the patient called lfs alleging that their one touch ii meter had missing segments. Senior medical affairs specialist spoke with the patient in june 2004 to obtain additional information. The patient could not recall when they last noticed the missing segments. They reported that they obtained possibly a 180 mg/dl on the reported meter while feeling sweaty. A family member decided to contact the paramedics. The patient mentioned that the paramedics drove them to the hospital. Their blood glucose level was tested at the hospital; however, they could not recall the reading. They was administered IV to elevate a family member blood glucose level and potassium. The patient reported that they nearly had a heart attack and the incident was not related to their diabetes. No other relevent information could be recalled. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. There is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced due to an unresolved display issue.